Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Relevant retention test strips (lot 368893) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using the stago neoptimal method. The meter result was 2.1 inr and in less then 3 hours the laboratory result was 2.79 inr. The patients therapeutic range is 3.0-3.5 inr.